Event description:
The customer reported that when he put on the pod, his blood glucose was 106 mg/dl. Two hours later, his blood glucose was 349 mg/dl. When he removed the pod, he noticed that the site was wet, and that the cannula had never inserted into the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.